Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products : m2a-magnum mod hd sz 46mm, pn 157446, ln 244420. MDR: 0001825034-2019-01233-2. Associated product: taperloc por fmrl 9x137pn 103204, ln 750370, m2a-magnum 42-50 tpr insrt std pn 139256, ln 719980. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total hip arthroplasty and approximately 10 years after the patient has been scheduled for a revision procedure due pain, adverse local tissue reaction (altr), metallosis, decrease in activities and tissue damage. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown, unknown femoral stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01233. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total hip arthroplasty and approximately 10 years after the patient has been scheduled for a revision procedure due pain, tissue/bone destruction, metal wear and limited adls. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performedas the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.